Manufacturer narrative:
The device referenced in this report has been returned to olympus for evaluation. A visual inspection of the device showed that the jaw pivot arm was broken off at the attachment section to the jaw. Corrosion was also observed on the jaws and the pivot assembly. This type of corrosion weakens the entire assembly and will cause the jaws to break. The most likely cause of the reported event will be due to corrosion on the jaw assembly due to the device coming in contact with fluid. Please cross reference MFR number: 2951238-2015-00489.

Event description:
Olympus was informed that during an unspecified procedure, the device was used to remove a stent that was stuck in a calcified lesion; however the device was not opening or closing, the surgeon then pronounced it was broken. A second device was used which was also noted by the physician to be broken. A fluoroscopy was ongoing all the time and once the second device was removed, it was visualized that there is a metal piece floating in the patient's body cavity. The physician then used a third similar device to retrieve the broken piece and was also used to successfully remove the stent. No patient injury was reported. No further information was provided. This is one of two reports.